Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the red clamp line of an amia cassette disconnected from a supply bag. This was identified during the prime stage of peritoneal dialysis therapy. The patient indicated the connection on the red clamp was properly tightened prior to the start of therapy. Renal therapy services (rts) advised the patient to start over with new supplies and discussed continuous ambulatory peritoneal dialysis (capd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.